Event description:
It was reported that prior to a procedure at the user facility the remb sagittal saw was able to run in safe mode. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
It was confirmed by the service technician through functional evaluation the device ran on its own without user activation when the cable was wiggled. During the device inspection, the technician found the sockets were corroded.